Event description:
The customer alleged they received a questionable glucose hk gen.3 (gluc) result for one patient on their c702 analyzer. The patient's initial gluc result was 26.56 mmol/l and it was reported outside the laboratory. The doctor called the laboratory indicating the initial result did not match the clinical state of the patient. On (B)(6) 2013, the sample was repeated and the result was 8.20 mmol/l. There were no adverse events. The gluc reagent lot number and expiration date were not provided. The field service representative went on site and found a small crack in the tubing for one of the washing stations responsible for emptying cuvettes.

Manufacturer narrative:
This event occurred in (B)(6).